Event description:
A nurse from the user facility reports a broken haptic was noted following insertion of the intraocular lens (iol). Information provided on the completed complaint questionnaire received on 10/17/2006 revealed a vitrectomy was required. Add'l info has been requested including the pt's outcome.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. One haptic was bent in the gusset and distal area and the lens optic was torn/split/cracked on the two posts of the lens case. No broken haptic was observed. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Upon return the lens was observed to be improperly re-cased resulting in add'l optic damage. There have been no other complaints received for this lot number.